Manufacturer narrative:
G4: 18oct2019; b4: 22oct2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. The fse confirmed with another customer, the reporter no longer works there, and there are no issues with the ventilator at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08oct2019.

Event description:
The customer reported patient wye not blocked, and bad oxygen sensor. In referencing error codes for a calibration error, and leak. The manufacturer¿s field service engineer (fse) remotely advised to remove the external (o2) oxygen sensor and perform (est) extended self test with simple patient circuit. No bacteria filter or humidifier were connected. The fse advised of the bad oxygen sensor does not repeat to replace the external o2 cell and cable. The fse provided parts ID for same. The fse advised if the patient wye not blocked repeats to replace the 3-station solenoid. There was no patient involvement.